Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was in a rehabilitation facility when health care workers heard the patient's pump alarming. The re habilitation facility noticed an increase in the patient's spasticity and pain in the last month. The patient was sent to the hospital approximately a month ago due to a decline in status; however, the hospital noted the "pump was fine." The pump was interrogated and it was found that eos occurred on (B)(6) 2013. Normal battery depletion was noted. Additional information has been requested, but was not available as of the date of this report. The pump was being used to deliver baclofen.